Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Console failed the final functional test on offset0normal mode minimum flow rate. The pneumatic kit from the gold unit was swapped into the console and subsequently tested. That pairing passed the final functional test without failing at any step. The allegation was confirmed.

Event description:
It was reported that high speed issue occurred. The rotapro console was selected for use. During the procedure, post sedation, outside the patient, it was noted that abnormal rotation speed of 300,000 rpm at normal rotation and dynaglide. The issue was restored upon checking the connections and turning the power on and off. The procedure was completed with different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that high speed issue occurred. The rotapro console was selected for use. During the procedure, post sedation, outside the patient, it was noted that abnormal rotation speed of 300,000 rpm at normal rotation and dynaglide. The issue was restored upon checking the connections and turning the power on and off. The procedure was completed with different device. There were no patient complications reported.